Event description:
It was reported that the patient¿s infusion set connector would not lock into place during a supply change, after which a new connector was used and attached without issue while the pump continued to run without alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no impact on therapy beyond the need for replacement supplies. Customer care provided support that included a review of the event details and assessment of device performance based on user report. Investigation of this case revealed a connector attachment failure consistent with a component or fit issue affecting the connector interface, with subsequent normal function when a different connector was used. It was concluded, based on previously established findings for similar reports, that the cause was a probable component-connection malfunction attributable to the connector, user-replaceable, with no evidence of pump malfunction.